Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the haptic was damaged. The lens was removed with no pt injury. The lens was replaced with the backup lens.

Manufacturer narrative:
Other (haptic damaged) - unlabeled. Evaluation results - (other): visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was a blue spot on the lens optic. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.